Event description:
A venous pressure high alarm occurred when ready to perform rinseback during a routine hemodialysis treatment. The treatment was discontinued without performing rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. The pt's hb was 10.1 g/dl on (B)(6) 2012 and decreased to 9.3 g/dl on (B)(6) 2012. Standard epogen dosing was increased on (B)(6) 2012 to 20,000 units 2xweek. On (B)(6) 2012, epogen was further increased to 40,000 units 2xweek for 1 week and then 40,000 units 1xweek. No other medical intervention was required.

Manufacturer narrative:
The exact cause of the alarm cannot be determined. Venous pressure high alarms are typically due to venous access issues, or restricted flow in the venous pt line such as caused by a kinked or clamped line. Attempts to perform rinseback were unsuccessful due to clotting. The pt's standard epogen dose was increased. No other medical intervention was required. Nxstage medical considers this report closed. No additional info will be provided.